Event description:
A customer contacted beckman coulter inc (bci) regarding a troponin (accutni) result of 0.10ng/ml generated by the unicel dxc 600i synchron access clinical system. Upon repeat, the result was 0.03ng/ml which was within the normal reference range. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was serum that was centrifuged for 10 minutes at 3050g. Sample appearance was normal. Per customer, pipettor motion errors occurred on the instrument a few days prior to the event. System checks performed were within specifications. A field service engineer (fse) was on-site (B)(4) 2010. Fse retensioned the belt on the pipettor and performed the associated alignments. Fse also inspected the ultrasonics and the sample pipettor and performed a precision run which met specifications.